Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause was not determined. No product failure was detected. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
Report 2 of 3 a customer called tsc to report a discrepant negative reaction in b(abo2) antigen typing for a newborn sample using an ortho vision ID-mts analyzer and in manual technique with ortho mts system. Complaint reporter: (B)(6) - laboratory supervisor.. Date of event: (B)(6) 2021. Reported on: 07 september 2021 by (B)(6) to the orthocare helpdesk. Reagents: ortho mts a/b/d monoclonal grouping card lot 021821053-08 (expiry date 06 january 2022) mts diluent 2 lot mdp197 expiry date 05 january 2022. Patient information: newborn; cord blood; sample ID (B)(6). The customer reported that, on (B)(6) 2021, they had tested a newborn sample (sample ID (B)(6)) for abo typing using ortho mts a/b/d monoclonal grouping card lot 021821053-08 and mts diluent 2 lot #197 in conjunction with their ortho vision ID-mts analyser and that they had obtained a negative reaction with the mts anti-b(abo1) reagent. The newborn had been grouped as a rhd positive on the customers analyser. The customer reported that, on the same day, they retested the same newborn sample for abo typing using an alternative commercially available method (non-ortho) in manual technique (as per standard laboratory practice, two different techniques are used), and that they had obtained a positive b(abo2) antigen typing result, grading the newborn sample as ab rhd positive. The customer reported that the newborns mother is also ab rhd positive. The customer reported that, due to this discrepancy across two testing methods, they retested a fresh sample from the same patient using the same mts card lot on their ortho vision ID-mts analyser, and that they obtained a second discrepant negative result with the mts anti-b(abo1) reagent. The customer was expecting a positive b(abo2) antigen typing result. The customer reported that, on the same day, (as per instruction from the ts for troubleshooting) they retested the same newborn sample using the same mts card lot for abo typing in manual technique, and that they obtained a third discrepant negative result with the mts anti-b(abo1) reagent. The customer was expecting a positive b(abo2) antigen typing result. The customer reported that, as art of further troubleshooting, they performed direct agglutination testing (dat) for the same newborn sample, and the result was negative. The customer reported that no biased result was reported to a physician. The customer reported that the newborn was not harmed as a result of the reported events.